Event description:
It was reported that a skin reaction was occurred. The patient experienced rash, redness, and inflammation that extended beyond the patch perimeter which occurred 6 days after the sensor had been inserted in the arm. No data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. The skin reaction was consistent with similar local skin responses previously observed and assessed in association with the device use. The findings are within the expected range of reactions known to occur at or around the device application area. The area was prepared with alcohol and nose spray before placing the sensor on the body. The skin reaction was treated with prescription oral antibiotic medication (Floxapen powder). At the time of the report, the patient's condition was better, however the skin was still red and swollen. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).